Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 05/11/2011. An actual sample was received for evaluation. A visual examination of the sample revealed a white shadow inside the interlink t-connector. The unit was then submitted for an underwater pressure test, and a blockage was observed within the t-connector. The reported condition was confirmed. The root cause of this condition was attributed to an excess of solvent applied during the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an interlink system t-connector extension set in which a no flow occurred. The condition was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.